Event description:
It was reported that a cgm error 42 occurred, associated with the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the error, and the sensor session was successfully started.